Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the ibd brush for a year now and noticed the brushes break off after use.